Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. Service history review found no previous repairs. Visual evaluation found the device to be in good condition and no physical damage was found on the pump. Functional testing was performed, and the primary problem of overpressure alarm was confirmed, and the dso sensor was not working. The dso sensor would be replaced.

Event description:
It was reported there was an overpressure alarm. There was unknown patient involvement.